Event description:
It was reported that the pump exhibited a background failed audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G2 email is: (B)(4).

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be missing, cracked plunger case, cracked battery door, and a non-OEM battery was identified. A review of the event history log found a record of a ?primary audible alarm post' alarm. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).